Manufacturer narrative:
(B)(6).

Event description:
While servicing the device, the se reported that there was a misalignment in the touch position. A touchscreen calibration was performed, but the issue was not resolved. There was no patient involvement when the issue occurred. No patient impact and/or harm was reported. The se replaced the touchscreen to resolve the issue. The device was checked, cleaned, and tested; the device was then returned to the customer, ready for service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.